Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient order was not crossing over to the station. The customer stated that there was a delay in medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient order was not crossing over to the station. The customer stated that there was a delay in medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patients who were registered did not cross over to the device. A technical support specialist (tss) dialed into the station, checked the transfer file, and reviewed the sync info logs. The sync info logs revealed a network issue with the error syncerrorhandler. The tss rebooted the device, and patients appeared on the device. The system functioned as intended after the technical support specialist troubleshot the issue.